Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in conjunction with a valiant aortic cuff for the endovascular treatment of migration in a non-medtronic stent graft in a 66mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 32mm with 90 degree angulation noted. Moderate thrombus with minimum calcification was observed at the seal zone. It was reported during the index procedure that 3 of the endoanchors did not adequately penetrate the aortic wall. Per the investigator, the implantation of the remaining endoanchors was successful. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that out of the 3 endoanchors that did not adequately penetrate the aortic wall, 2 were on the right lateral side and one was on the left lateral side. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.